Manufacturer narrative:
A partial lead with the distal portion measuring 47.5 cm was returned for analysis. The reported event of high pacing impedance was confirmed. The reported events of noise and fracture were not confirmed. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's right ventricular lead exhibited noise, high pacing impedance, and fracture. The lead was explanted. The patient was discharged.